Event description:
During device analysis it was noted that the main coil was broken away from the pusher wire distal to the inner coil. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the main coil was stretched and broken away from the pusher wire distal to the inner coil. The delivery wire was kinked at multiple locations along its length. Functional analysis could not be performed as the introducer sheath was not returned and the main coil was broken. Based on the information available and the investigation, it is likely that the handling of the device during the procedure caused the reported event.

Event description:
During device analysis it was noted that the main coil was broken away from the pusher wire distal to the inner coil. There were no clinical consequences to the patient.